Event description:
During the atrial flutter procedure, while performing the second attempt to coronary sinus cannulation using normal maneuvering, the catheter bent and kinked. A snare was used to remove the catheter through the jugular access. There were no adverse consequences to the patient. The device was not stuck on another device. The physician thinks the kink was caused by significant torque during maneuvering the catheter.

Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter shaft was found to be bent proximal to the distal tip consistent with the reported damage and removal difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend and reported removal difficulty remains unknown.